Event description:
During a laparoscopic gastric bypass procdure, upon opening the kit, the scrub found free staples lying loose in the package. After firing the device, there were no staples and no anastamosis, which resulted in the surgeon having to proceed to an open surgical procedure to complete the case.